Event description:
During the implant procedure, the impedance was high on the right ventricular lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.